Manufacturer narrative:
(B)(4). MDR regulatory awareness date - correction. Product registration - correction. B5: describe event or problem - additional information. D4: catalog no - correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - correction. H2 type of follow up: additional information/ device evaluation/ correction, h3a: device evaluated by mfg- additional information, h6: additional information,

Event description:
It was reported that a pairing issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Perform voltage test was performed and failed. Data log analysis was performed and failed. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).